Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3, pocket a3 had a broken cubie and failed to close. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 pocket a3 cubie broken and failed to close. A field service engineer (fse) found broken cubie pocket that was unable to recover causing drawer to fail. The fse manually removed cubie pocket, worked with customer on recovering drawer but pocket a1 still showed as failed. Later the fse followed up with the customer about cubie issue and the customer confirmed that the issue was resolved. The system functioned as intended after field service engineer investigated the issue.